Manufacturer narrative:
(B)(4). A partial lead with the connector legs measuring 20.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient presented in clinic for device interrogation when noise on the rv channel was observed. During revision of the pocket the exceeded part of the lead was found convoluted and knotted in itself. The lead was explanted. The patient condition was fine.